Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the air motor seems to have seized. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the device had been previously sent in (B)(6) of 2018. The customer had requested that the unit be returned unrepaired and now they want it repaired. The device will be sent to zimmer biomet (B)(4) for service and annual calibration. Prior to repair, the device operated below motor speed specifications and was outside side to side specifications at all tested thickness settings. The service technician noted that there were no visible signs of damage to indicate the cause of failure. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, bearing, o-ring, seal, reciprocating arm, hinge, throttle gasket and width plate screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet (B)(4) it was noted that the device operated below motor speed specifications but it did operate. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the device operated below motor speed specifications but it did operate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the air motor is seizing and runs only intermittently. Review of information entered into this cfu form determined that the issue occurred before surgery. Subsequently this did not caused patient harm and there was no delay. The surgery was completed using an alternate device.